Manufacturer narrative:
Per good faith effort (gfe) response received 09jan2025, it was confirmed that the device was not repaired. The decision was made to retire the device and was taken out of service. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device keeps alarming proximal pressure sensor autozero failed, error code 110b message. It was reported that the device was being used to create a treatment plan for respiratory assistance. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and the customer verified that there is an error 110b check vent proximal pressure sensor autozero failed message on the diagnostic report (drpt). Biomed was able to duplicate the issue. He stated there was no repair done prior to this issue. The rse provided the customer with the recommended parts for repair, solenoids 3 and 4. Must order 2 of them and the data acquisition printed circuit board assembly (pcba), resolution and disposition are pending - investigation ongoing.